Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt was scheduled to have a c-spine, head/brain, brachial plexus MRI. The pt had an implanted scs system where a lead was removed. The lead had been cut at the connector block and the ends had been sealed with medical adhesive. The ins device remained implanted. The device tracking system showed the implant was a direct connect (no extension). The hcp was calling for compatibility guidelines. Compatibility was reviewed; the procedure was not recommended. Additional info received indicated the lead had originally been removed and the battery left in place, so the pt could receive an MRI. The pt attempted to get an MRI, but the facility would not allow it due to the compatibility guidelines. The pt returned to the or and had the battery removed entirely, so the MRI could be performed. There was no battery failure and the battery was not sent back for analysis. The pt was doing great after replacement of the entire system.